Event description:
Related manufacturer report number: 2017865-2023-25125. During preparation for an unrelated procedure, low sensing was observed on the right ventricular (rv) lead. The rv lead was attempted to be relocated however, the helix was unable to be extended. The rv lead was explanted and replaced, however, when placing the new rv lead the stylet was unable to advance and broke. Another stylet was attempted, and the helix was unable to extend. The replacement rv lead was then explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were low r-wave amp sensing and helix mechanism issue. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning the helix and cutting the lead, the helix can be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and overtorqued of the inner coil. The reported event of low r-wave amp sensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.